Event description:
The complainant reported an automated impella controller (aic) issued a controller failure alarm during a clinical procedure. No information was provided on the patient information, however there were no adverse events related to the product malfunction reported.

Manufacturer narrative:
The investigation for the reported issue has been completed. Console logs from the reported day of event are consistent with complaint and show controller error alarm (due to loss of communication to kbd) on two consecutive boot-ups. There¿s also unusually high number of error messages seemingly associated with ¿high guard level¿ which, in normal operating conditions, is indicative of touch detected outside of the soft-key area on the aic¿s screen but might also be evidence of equipment malfunction. There¿s no evidence of any attempts to initiate support using (B)(6) on that day (no pump connected, no purge cassette connected). It is unknown whether the kbd was unresponsive at that time. After console was received in aachen fs and tested, the issue has not been reproduced. Inspection of the console revealed some minor irregularities (kinked inpellatronic cable, contaminated optical pump connector) but unrelated to the complaint or the failure mode. It¿s been determined that most likely component causing kbd communication errors was the 4-in-1 carrier, that contains sub-circuitry responsible for processing data from kbd assembly. The cause of the aic issue was a defective 4in1 board. This report is being filed as part of a retrospective review of historical records.